Manufacturer narrative:
Concomitant medical products: 5086mri45 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one day after implant, the right ventricular (rv) lead dislodged. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.